Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) attended to the clinic due to their device emitting beeping tones. The tones were determined to be due to the ICD reaching elective replacement indicator (eri) status. The ICD was unable to be interrogated in clinic and the patient was sent home to send a manual transmission, which was successful. The ICD battery was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1.5 years to eri over the course of five months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was also discussed that the cause of the inability to interrogate the device cannot be determined from the device data and emergent replacement was advised. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) attended to the clinic due to their device emitting beeping tones. The tones were determined to be due to the ICD reaching elective replacement indicator (eri) status. The ICD was unable to be interrogated in clinic and the patient was sent home to send a manual transmission, which was successful. The ICD battery was suspected to be depleting prematurely as the estimated longevity remaining decreased from 1.5 years to eri over the course of five months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. It was also discussed that the cause of the inability to interrogate the device cannot be determined from the device data and emergent replacement was advised. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects. The device was explanted and replaced. No additional adverse patient effects. Reportedly, the health care facility is not able to locate the device at this time, therefore it is not yet available for return.